Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Customer sought treatment at a hospital for sweating, nausea, inability to focus, feeling sick in general, reported an aviva expert result of 18.0 mmol/l, hospital system result of 4.4 mmol/l. No adverse event was reported as a result of this comparison. Strips are not available for return, replacement sent.